Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Olympus determined a likely mechanism causing the reported events might be one of the following: mechanism 1: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. The slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: ligate the polyp by performing the operation correctly. The tube sheath has moved forward, but you didn't realize it and released the loop (the tube sheath has moved forward due to peristalsis of the patient or movement of the scope). The base of the loop goes inside the coil sheath. Hook and loop are jammed in the coil sheath because the hook is retracted. Mechanism 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Based on the results of the investigation, the probable cause could not be determined. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopic mucosal resection (emr) procedure, the distal end of the nylon loop closed the wound, but the nylon loop release device could not release the distal end of the nylon loop, and the nylon loop release device could not leave the endoscopic tube lumen. Scissors were immediately used to cut and remove the handle of the ligation device (nylon loop releaser), then removed the outer sheath and gently pushed and pulled the surface wire and the built-in guide wire repeatedly until the distal end of the nylon loop was finally released. An electrosurgical snare was then used to resect the polyps and successfully completed the emr procedure. There were no further reports of patient harm.